Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was caused by the failure of the emergency lamp. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus (B)(4), omsc concluded that the reported phenomenon was attributed to the failure of the emergency lamp due to the influence of the excessive force being applied to the subject device from outside of the subject device or the accidental failure of the emergency lamp.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use the emergency lamp gave the alarm. The user replaced the subject device to another device and completed the procedure. Olympus during the incoming inspection for repair at olympus (B)(4), it was found that the examination lamp did not light up and also the emergency lamp didn¿t light up. There was no report of patient injury associated with the event.